Manufacturer narrative:
Samples received: there are no samples available. Analysis and results: there is one previous complaint of this code batch closed as justified after analysis. We manufactured (B)(4) units of this code batch. There are no units in our stock. We have not received any sample to analyze this complaint. However, taking into account that there is one previous complaint where the samples tested did not fulfil the specifications, we consider that the complaint is justified. When we conducted rotation test to the closed samples received we noticed that the thread easily broke next to the needle in all units. This is caused by too much thermal treatment in the thread ends, during the manufacturing process. Thread ends are thermally damaged and they break in the attachment area which lead to the needle detachment outcome. Final conclusion: we conclude that the complaint is justified. Corrective/preventive actions: we opened a CAPA in order to avoid this kind of incidents ((B)(4)).

Event description:
Country of complaint: (B)(6). Incident: we buy sutures from you and sell it on to customers. Our customer in (B)(6) hospital in (B)(6) experienced an incident where they were operating and the thread detached from the needle without any pressure, this happened with x6 sutures with the same batch number and the customer thinks all are faulty from the same batch. No patient injury but delay in therapy